Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report unexplained high blood glucose levels. The customer's blood glucose meter read hi, and the customer was feeling weak. The customer stated that she treated with manual injections, but she had to call the paramedics for assistance, but refused to go to the hospital. The customer also reported that the insulin pump has been losing power. Found that the insulin pump had alarmed with off no power multiple times without giving a low battery alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.